Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 3006705815-2022-00654. It was reported that patient experienced fall and lost effective therapy. Diagnosis revealed that one of the lead has high impedance. As a result, surgical intervention was undertaken where in the leads were explanted and replaced restoring effective therapy.